Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Pain, vagina [vulvovaginal pain]. String keeps falling out - tampax tampon pearl [device breakage]. Consumer contacted via phone and stated that the string kept falling out of the tampons. No serious injury was reported.

Event description:
Pain, vagina [vulvovaginal pain]. String keeps falling out - tampax tampon pearl [device breakage]. Case description: consumer contacted via phone and stated that the string kept falling out of the tampons. No serious injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Manufacturer narrative:
11-feb-2021 product investigation results: no failure could be identified as a result of the investigation.

Event description:
Pain, vagina [vulvovaginal pain] string keeps falling out - tampax tampon pearl [device breakage] consumer contacted via phone and stated that the string kept falling out of the tampons. No serious injury was reported.